Event description:
On august 24, 2006, the lay user/reporter, the patient's son, contacted lifescan (lfs) alleging the one touch profile meter would not power on. The medical affairs specialist (mas) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. On august 29, 2006, the mas mailed a letter requesting the pt contact medical affairs. In 2006, the patient felt dizzy. The meter would not power on for an unspecified period of time. The patient did not try to use the meter before, during, or after the symptoms began. The patient's son took him to the emergency room, where at 11:00 pm his blood glucose reading was tested to be 390 mg/dl. The patient received no treatment for his diabetes. The patient was admitted to the hospital with a diagnosis of glaucoma. It would have been helpful to determine how long the meter was not powering on, if the patient took his normal meals and medications despite not testing his blood glucose level, the patient's medication regimen, and if the patient adjusted his regimen based on meter readings. The customer care advocate (cca) determined during the troubleshooting telephone call that the patient had replaced the battery correctly, the battery contacts were in good condition, and the meter had suffered no trauma. The meter, test strips and control solution were replaced. The patient was unable to test his blood glucose level due to the power issue on the reported meter for an unspecified period of time. The patient was later found to have a high blood glucose level. Therefore, this complaint is being reported as an adverse event. It is unclear if the symptoms were related to the patient being hyperglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.